Event description:
It was previously captured that the patient was receiving intrathecal lioresal (2000 mcg/ml, 1.19 mcg/day) via an implantable infusion pump. However, the actual daily dose reported was 11.9 mcg/day.

Manufacturer narrative:
Concomitant products: product ID 8731sc, lot # 0206302419, product type catheter; product ID 8583, lot # 0 206811402, product type accessory. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal lioresal (2000 mcg/ml, 1.19 mcg/day) via an implantable infusion pump. The indication for use was not noted. It was confirmed that the catheter was reportedly detached; the issue was diagnosed on (B)(6) 2015. The pump was put to minimum rate mode and the patient was put on oral medications. The patient was reportedly stable. No medical symptoms were reported. No other details of the issue or when/if it will be revised, were reported. The company representative (rep) was contacted for additional information; however, the rep was not aware of the event and had no additional information. Additional information was requested regarding the device model/lot number, what troubleshooting/actions/interventions occurred, the cause, and a resolution. Should this information become available, a follow-up will be submitted.